Event description:
The customer has received instrument errors and questionable alkaline phosphatase gen.2 (alp2) results since (B)(6) 2010. She provided alp2 results for ten patient samples, one sample had discrepant results. The original result was 11 u/l. The sample was repeated on another cobas 6000 c501 (serial number (B)(4)) and recovered 124 u/l. The original result was reported outside the laboratory and a corrected report was sent out the same day. No patients were adversely affected by the event. The alp2 reagent lot number was 63013201. The field service representative contacted the customer. The customer performed maintenance which resolved the issue.